Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Medical device expiry date: 08/2022. Device pending return.

Event description:
It was reported that during a stent placement procedure through the left common iliac and through external iliac compression, the 2nd last segment of the device allegedly did not open. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The condition of the returned delivery system confirmed the alleged expansion issue. The silicone brake of the inner catheter which is under the stent, was found shifted to distal which indicated that the stent adhered to the brake leading to breakaway and shifting upon removal. The investigation is confirmed for reported issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 08/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure through the left common iliac and through external iliac compression, the 2nd last segment of the device allegedly did not open. There was no reported patient injury.